Event description:
Medtronic received information from a user facility medwatch report that during an attempt to place a temporary pacing lead, the chest needle and the myocardial curved needle both broke and were retained in the patient. The temporary pacing was being initiated in support of a coronary artery bypass procedure and mitral valve replacement. It was reported that the patient was not completely stable at the time, and that the patient's morbid obesity also made placement of the lead difficult. The event was reported as a serious adverse event, but no additional details regarding the event, its outcome or the patient's status were provided.

Manufacturer narrative:
The previous supplemental report transmission did not include the date of this report and the date received by manufacturer information.

Manufacturer narrative:
Subsequent information from the user facility indicated that only the lead's straight breakaway (chest) needle broke, and that the break occurred in the body of the needle. This needle is designed to break at a groove in the needle body at an angle between 15° and 45° with a breaking force between 110 newton/millimeters and 210 newton/millimeters. The facility also reported that the pacing wire did not break, but remained attached to the needle. In addition, the facility reported that the scheduled coronary artery bypass and mitral valve replacement procedures were performed as scheduled, and that there were no known subsequent temporary or permanent adverse patient effects or medical/surgical interventions as a result of this clinical observation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. This lot of breakaway needles was verified by incoming inspection as meeting the product specifications on the supplier certificate and by destructive testing of samples of that same lot. The probable root cause for failure appears to be unexpected handling difficulties of the breakaway needle in the patient¿s chest cavity. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that the lead was not available for return. Additional information has been requested from the user facility regarding this report, but has not been provided to medtronic. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed when additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.